Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the leads were explanted and replaced to address the issue. Patient is receiving effective stimulation.

Event description:
Related manufacturer reference number: 3006705815-2024-01153 it was reported the patient is experiencing ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.